Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/09/2025, a sales representative reported via (B)(4) that an ar-1665bcsl 4.75 bc loop 'n' tack¿ tenodesis implant systems tip broke off. This occurred during a case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1665bcsl batch 15353002 was received for evaluation. Visual inspection noted that the received device's nitinol wire tip was broken off. Functional test pressing the button found no resistance. The most likely cause of the reported failure is user error, which may include excessive force, misalignment of the device during insertion, and/or contact with other instruments during use.